Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report #: 1627487-2017-08667. It was reported that the patient experienced ineffective therapy due to autoreducing and high impedancs. Reprogramming was unable to provide resolution. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have one of the leads explanted and replaced while the other lead repostiioned. Effective therapy was restored post operatively.